Event description:
A site reported that the central station (cic) shut down due to an alleged power supply failure, resulting in a loss of monitoring for multiple telemetry patients. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.